Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, had broken snap lock nut found during a service visit on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. At the time of this complaint, the device was not returned for evaluation and the visual investigation could not be performed. Functional investigation was performed by the service team during a service visit. It was noted on the service record that the snap lock nut was broken. The root cause of this issue was found to be mechanical component failure as part of corrective actions, a new and more robust design of the snaplock has been released.

Event description:
It was reported that during a service visit, the handpiece had the snap-lock nut broken. There was not patient involved.